Manufacturer narrative:
The device is not available for evaluation and the catalog and lot numbers are unk. Information is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with two charite at l4/5 and l5-s1. Information reports that patient continues to have pain post implant.